Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer experienced low blood glucose on (B)(6) 2018 with blood glucose of 20 to 50 mg/dl at the time of the incident. The customer was at 149 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated that the insulin pump was resuming on it's own after being suspended. The caller also reported a keypad anomaly. Troubleshooting was not completed as the caller declined. The customer was also hospitalized for a low on (B)(6) 2018. The insulin pump will be returned for analysis.